Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency department with a heart rate of 30 beats per minute. A review of the implanted system revealed loss of capture on this right ventricular (rv) lead at maximum outputs. A lead dislodgement was suspected but no significant movement was visible via x-ray. The patient was stable with their intrinsic rhythm and the lead was reprogrammed to restore capture. Later, a revision procedure was performed and this rv lead was explanted and discarded. No additional adverse patient effects were reported.